Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" one meter is included on this report and the other on medwatch report: 2027969-2012-00249. The nurse tested himself with the same lot of strips and meter used for the pt and obtained an inr=1.0.

Manufacturer narrative:
Investigation pending.